Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the screen turned blue when straight prove was introduced. However, when the ostium seeker was introduced the screen came back to normal. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.